Event description:
Baxter united kingdom reports the pt line of homechoice set would not prime during apd treatment on a homechoice machine. The pt was unable to reprime after 4 attempts and set up new supplies. The affiliate reports no pt injury or med intervention as a result of incident.